Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0, controller 2.0 / con403245 / model #: 1420 / expiration date: 2019-09-30 UDI #: (B)(4), mfg date: 2018-09-30, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found dead at a rehabilitation center with the driveline disconnected and no alarm had sounded.

Manufacturer narrative:
Product event summary: one pump and a controller were not returned for evaluation. The reported "no alarm" event could not be confirmed since the controller was not returned for analysis. Review of the log files associated with the controller revealed a controller power up event on (B)(6) 2019 at 07:04:08. The data point prior to the loss of power revealed that a power adapter was connected to power port one and a battery was connected to power port two with 96% relative state of charge (rsoc). The data point recorded after the loss of power revealed that a battery was connected to power port one and no power source was connected to power port two. The controller was without power for 16 minutes and 59 seconds. A subsequent controller power up event was logged on (B)(6) 2019 at 17:16:33. The data point prior to the loss of power revealed that a battery was connected to power port one with 41% rsoc and no power source was connected to power port two. No associated motor start event was logged, and no data was recorded after the power up event. The controller was without power for 9 hours, 25 minutes, and 54 seconds. A vad disconnect alarm was logged at 17:16:40, indicating that the driveline was not connected to the controller when it was powered up. As a result, the reported event was confirmed. Several additional controller power up events and vad disconnect alarms were recorded, likely during troubleshooting. Applicable risk documentation and experience with events of similar circumstances were considered; events with alarms not sounding may be attributed, but not limited, to a faulty speaker and/or a depleted internal battery. The most likely root cause of the reported driveline disconnect event may be attributed to a physical disconnection of the driveline from the controller. A possible root cause of the loss of power can be attributed to a disconnection of both power sources from the controller. An internal investigation was initiated to capture events involving the controller losing power. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: device name: heartware ventricular assist system ¿ controller 2.0 serial#: (B)(4), FDA method code(s): 4112, 4114, FDA results code(s): 213, FDA conclusion code(s): 19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.